Event description:
Reporter alleged blood glucose measured 37 mg/dl back to back with a result of 178 mg/dl when testing was performed within 10 minutes. Customer stated self treating with orange juice as a result of the comparison. A request was made for the return of the suspect device and replacement product was sent.